Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse went to remove the catheter, they tried to deflate the balloon of the catheter for a change, and the fluid was not coming back. They called the doctor and still could not get the fluid to come out of the hub that was on there. They tried cutting the hub, but still the water did not release out of the balloon. By the end, the doctor had to manually pull the catheter out of the patient still inflated.